Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of hospitalization. The customer's blood glucose level was unknown. The customer was hospitalized due to his legs and diabetes. The customer's wife stated that the clear clip broke.